Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that the laparoscopic nissen flex tray was opened and (2) trocars had torn gaskets immediately upon inserting instruments. Single unit trocars were used to complete the case. There was no consequence to the pt.